Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the station had been frozen and stuck on a blue screen. The station was unresponsive due to an ongoing firmware update, which caused it to appear frozen. A technical support specialist monitored the update until it completed successfully, restoring normal functionality. The inpatient pharmacist verified that the station was working as intended, and no further issues were reported. The case was closed after confirmation. Knowledge article ka000011541 was applied, and actions taken included verifying the ongoing firmware update, communicating with pharmacy staff, monitoring progress, and confirming system functionality post-update. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was frozen and stuck in bluescreen. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.